Event description:
It was reported the za9003 intraocular lens (iol) tore while being inserted into the patient¿s ocular dexter (right eye); partial patient contact was confirmed. There was no incision enlargement. Outcome did not significantly interfere with activities of daily life. No further information is available.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted; therefore, not explanted. Device evaluation: the product testing could not be performed as the device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.